Event description:
Boston scientific neurovascular became aware of an event in which spontaneous case of abrasion of the subject device occurred during an endovascular aneurysm therapy in a pt presented with two unruptured aneurysms, the first one located in the left anterior communicating artery (a1/a2), and the second one in the right anterior choroidal artery. The left aneurysm was treated adequately with placement of 3 gdc coils by the use of remodeling technique with a hyperform balloon. Aneurysm coil embolization was performed with a compliant temporary occlusion balloon to demarcate and protect the parent vessel. Thus, both femoral venous accesses were used and the subject device permitted the delivery of 3 gdc coils, while an x-pedion guidewire was used for placement of the balloon. No abnormalities were noted. The same devices were used to treat the right aneurysm with the same technique, but difficluty was made to place correctly the 6f guiding catheter in the anterior choroidal artery. The microcatheter was then withdrawn for reattempt; it was noticed at this time that the subject device, already used in the first left embolization, was damaged with abrasion of the hydrophilic coating and a 3-mm length tubular part of the coating was found in its saline bath. The guidewire introducer was used each time to facilitate the introduction into a rotating hemostatic valve. No clinical consequences had been observed to date. One month later, the pt was in good condition.